Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified.

Event description:
A us distributor reported that the patient developed an open irritation on his back under the electrodes. The irritation was described as burns the size of round disks and broken skin. The electrodes were described as smelling like burning flesh. The patient went to the hospital and was given a five day wound patch. It was reported that the irritation had improved since using the patch.